Event description:
A medtronic representative reported that, during a cranial case, the software froze in the cranial application, axiem, and optical. They brought in another system to finish the case. There was no injury to the patient.

Manufacturer narrative:
Per the risk manager at the site, patient information was not available. Device manufacture date was not available. A mod disk containing 14 exams was received from the site. When loading in any application, the majority of the exams had non-contiguous slices. Based on this, the site was not following the mnav stealth scanning protocol. The software investigation found that the system behaved as designed. The system was evaluated at the site and found to be fully functional.